Event description:
It was reported that an asymptomatic patient presented in clinic for follow up with post-paced t-wave oversensing noted on the stored egm. The patient did not receive inappropriate therapy during the oversensing. It was recommended that the device be reprogrammed and an induction to be performed. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.